Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced thrombosis that required medical intervention. It was reported that near the end of the right atrial flutter procedure and while performing post-procedure testing on the cavotricuspid ishmus (cti) line, something was noticed on intracardiac echocardiography (ice) that appeared to be a clot or myxoma and not noticed previously in the procedure. A clot or myxoma was discovered and confirmed on ice and appeared to be attached to the eustachian bridge. The patient had no visible symptoms. The patient was given eliquis as medical intervention and he patient was going to be brought back in about a month for an echocardiogram. The patient was reported to be in stable condition. The physician's opinions on the cause of this adverse event was that it was possibly the patient¿s condition. The patient¿s outcome from the adverse event was reported as fully recovered. No additional intervention required. The patient was already an existing admitted patient.